Event description:
The surgeon was placing the trial acetabular shell of a total hip arthroplasty, upon impaction the surgeon hit the pinnacle straight cup impactor with a mallet, and the instrument broke into two separate pieces. Both pieces were retrieved and the case proceeded as planned, no delay to the case, and no harm to patient. The sales rep was notified to order a replacement. The surgical tech decided to take the instrument apart and is now in 5 pieces.